Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician plans to continue monitoring the patient with no plans for intervention at this time. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition for four seconds. Boston scientific technical services (ts) was contacted for assistance and discussed possible root causes of electromagnetic interference (emi) and diaphragmatic oversensing. Ts discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.